Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the gripper line break was confirmed. The reported gripper actuation issue could not be replicated in the testing environment as the gripper line was returned broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no other gripper line break or gripper actuation incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed for the inability to raise the grippers, likely due to a suspected gripperline break. A gripper line break has the potential to cause serious injury if a piece of the line is left behind in the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During use of the clip delivery system (cds), it was not possible to raise the grippers, likely due to a suspected gripperline break. Two new cds were used to successfully complete the procedure, with mr reduced to 1-2, and no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.